Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6)implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6)implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: b3: event date is date valid h3: analysis of the recharger found intermittent controller won't power on when recharger is plugged in. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they cannot get the controller to work. Patient stated they got a software problem 1 intellis 2 3. 6 3 58 4 qf new. Patient service specialist walked patient through resetting the controller. Pt was unable to begin charging session as the message controller batteries low replace the controller soon appeared. Pt mentioned having telemetry issues as well having rechargers replaced in the past. Agent sent an email to repair to replace the recharger.